Event description:
It was reported that: during a tavr procedure, there was possibly low femoral access, which closed the sfa. Patient required a stent placement. After multiple good faith attempts, the account would not release any additional information or respond to the requested questions.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
There was no product returned for this complaint. No returned product evaluation could be completed. The device lot number was not reported for this investigation. Based on the information submitted, following a tavr procedure, an 18f manta was deployed for closure. The access was possibly positioned low on the femoral which likely caused closure of the superficial femoral artery, requiring stent placement. The root cause of the extended hemostasis requiring a covered stent is possibly due to the low positioned access which would allow the toggle to deploy at an improper angle, creating a less then optimal condition for the collagen to properly seat on the vessel, unable to properly seal the puncture. However, it is inconclusive due to after three unsuccessful attempts at obtaining further information regarding initial and deployment procedures, patient conditions and environment, and unavailability of angiograms, and no returned device for this investigation, a root cause remains undeterminable. If the collagen was the cause for the occluded flow in the superficial femoral artery, it could also have been caused by not following IFU and deploying at less than a 45°-degree angle. The IFU lists adverse events associated with any large bore intervention include failed hemostasis requiring manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent or surgical repair; and other access site complications leading to bleeding, hematoma, pseudoaneurysm, etc., possibly requiring transfusion, surgical repair, and/or endovascular intervention. Step 5 of deploying device and sealing the puncture instructs to hold the manta handle in the right hand at a 45°-degree angle to the leg. While grasping the proximal handle end of the manta closure with the right hand, completely actuate the lever arm in the clockwise/ proximal direction. This deploys and releases the anchor within the vessel. While maintaining neutral digital pressure at the puncture with the fingers of the left hand, withdraw the manta slowly and carefully from the patient along the angle of puncture, approximately 45 degrees.